Event description:
Spontaneous call. Spoke pt's spouse for monthly IV veletri consult. Spouse mentioned that they had a defective cassette. When attached to the pump, it caused both pumps to "stream". Cassette was disposed of in the trash. New cassette and tubing was attached, and it worked with the pumps and no further issues. Spouse advised that if this happens again to save the cassette and call the pharmacy to report so that it can be returned. Spouse understood. Describe in detail any, and all damage: none noted. Has this incident happened within the past 6 months? No. Has this pt reported a pump malfunction within the past 6 months? Lot number: unknown. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained on this form. If any additional information is received, a new report will be submitted. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion?: yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver.